Event description:
It was reported that the right ventricular lead exhibited noise in both bipolar and unipolar configurations. Upon opening the pocket, an insulation breach was noted on the lead. The lead was capped and replaced.

Manufacturer narrative:
.